Event description:
It was reported that balloon rupture occurred. The patient presented with chronic limb threatening ischemia clti and underwent percutaneous transluminal angioplasty pta for a chronically totally occluded and highly calcified target lesion. After crossing the guidewire, a 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation; however, the balloon ruptured after the initial inflation at 8 atmospheres. A second 2.0mmx30mmx143cm nc quantum apex balloon catheter was used; however, the balloon ruptured during the initial inflation at 12 atmospheres. The procedure was completed with a different device. No patient complications nor injuries were reported.